Event description:
Hcp reported the pump and catheter were explanted and returned to the manufacturer due to the patient not receiving medication. The hcp is unsure if the problem lies with the catheter or pump. A dye study was done on the catheter. A rotor study was performed with no indication of a rotor problem. A follow up report will be sent when additional information is received.